Event description:
Information received indicates a female pt was using an IV set in home for chemo treatment. The set was leaking at the connection point. The pt did not realize leak until she noticed her hand was set when she rubbed her hand across her face. In rubbing her hand across her face, her eyes became irritated and red with mild swelling. Pt was taken to the emergency for medical intervention but was not admitted. Diagnosis was chemical dermatitis and cold compresses were applied. Pt was sent home with instructions to continue cold compresses. Same set was still used with a different connector which successfully stopped the leak. Sending return shipping label for the return of the set.

Manufacturer narrative:
One (1) used admin sets without a lot number was returned to moog medical in (B)(4) for evaluation. The admin set was connected to the alaris valve with the non-vented cap and a leak was detected. The location of the leak was at the connection between the admin set and the alaris valve.